Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a l4-s1 fusion procedure. The surgical system was mounted to the patient using a schanz pin placed in the right psis, connected to a bone mount bridge. The manufacturer representative noted that everything looked accurate from s1-l3. After the surgeon placed l4, they felt the screw seemed low so a c-arm image was taken to confirm. Accuracy was not checked during the case. The screw was deviated due to skiving. As the c-arm was brought in, the c-arm hit the elbow of the surgical arm causing a shoulder shift. The surgical arm was in the clear up position when it was hit. The surgeon decided to abort the use of the guidance system and complete the case freehand with navigation. The l4 right screw was lateral by 2-3 mm. There was no patient harm and the procedure was delayed less than hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.